Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack 86339224 has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. Device evaluation of battery pack 86411238 has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery and the cell were discharged. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery packs.